Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The first manual power up was recorded on the 17th may 2012 however the user accessible memory may have been erased prior to this date. The device recorded 4 manual power ups of ten minutes duration between the (B)(4) 2012. The device failed multiple self-tests due to a low battery between the january 2013 and the 22nd february 2015. The device recorded a successful manual power up on the last log entry. The returned pad-pak was inserted into the device and passed a self-test, the device powered off via the on/off button. The status led continued to flash green. The device could not be powered up again using the on/off button however the device was observed switching on automatically, confirming the reported fault. It is reasonable to conclude that devices returned for the reported fault may be attributed to failure of a diode. Failure of the diode resulted in the device switching on automatically causing the ten minute time outs. The fault was witnessed during the investigation. This diode is part of the on/off circuitry and would explain why the device was not switching on via the on/off button. The diode was replaced for testing and subsequently performed to specification. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.